Event description:
It is reported that during surgery in 2006, the articular surface would not lock into the tibial plate. This necessitated removal of the well fixed cemented tibial plate. The tourniquet was released and the knee was irrigated and packed, while another implant was obtained. The second articular surface locked in place without difficulty and the second tibial plate was cemented into place. The knee continued to track well with good balance and full extension. The knee was then closed in an uneventful manner.

Manufacturer narrative:
H3: eval summary: investigation concluded that the unfinished dovetail most likely resulted from a tool breakage and failure of the operators to segregate scrap product. H6: evaluation: visual and dimensional inspection was performed for product identification. Dovetail mill was found to be incomplete. Other measurements taken conform to print specifications.